Event description:
It was reported that the intra-aortic balloon pump (iabp) trigger loss occurred and the class 2 alarm message displayed on the screen. The iabp alarm did not sound with displayed message. The pumping restarted automatically when trigger signals were detected for a certain period of time. There was no patient death, injury or complications. It is unknown if therapy was delayed. The patient outcome was listed as good. Additional information received on 10/28/2010, from (B)(4) stated that"therapy was not interrupted as the pump restarted soon after the alarm message was shown for the pump detected trigger signals again."

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.